Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective charged coupled device, intermittent noise on image and corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent noise appeared in the displayed image due to a defective charged coupled device unit. In regard to the other malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had an image problem. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.